Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the heater line of the home choice cassette and heater bag which resulted in leak. The event was further described as ¿the lines that connect to the bags did not screw onto the heater bag very well and were loose, leaked¿. This was observed during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.